Manufacturer narrative:
Previously reported in harm in this report b1 h1 and box h section are corrected and reflected as no harm.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The patient has alleged particles in device, heart device, difficulty breathing, particles in tubing chamber. There was report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.